Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j16, manufacturing lot number ngjx0019 and batch number mykp6421. Visual inspection noted a slit in the inflation arm (measuring 0.3695"). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab d. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, balloon burst of the foley catheter when inflated during pretesting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, balloon burst of the foley catheter when inflated during pretesting.